Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550034, expiration date 02/28/2009).

Event description:
Customer reported meter results of 220 mg/dl and 449 mg/dl within 10 minutes on inform system 1. Also reported a result of 201 mg/dl on inform system 2. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.